Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with full mtx surface texturing and microgrooves (tsvtwb10) was returned for investigation. Visual inspection of the returned product identified a severely fractured device. Additionally, there was bone residue around the external threads due to usage. The reported device was located on tooth # 19 and had been implanted for approximately 5 years. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fracture. The reported complaint is confirmed. Per visual inspection, the implant was severely fractured. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes.' Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Patient's sex, weight, and gender were not provided by the reporter.

Event description:
It was reported that the implant at tooth site # 19 was fractured prior to the crown placement.